Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on oct 03, 2024, with lot number 2719438. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening device assessed as surgical damage. As per the investigation procedure crease fluids was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Event description:
Healthcare professional reported, a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ deflation: not observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.